Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient's spinal cord stimulator lead had migrated. The patient underwent an explant procedure where the spinal cord stimulator lead devices were removed. No further information was obtained.